Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during the implant procedure while attempting several different lead positions, high thresholds and no sensing was observed. A different lead was used to complete the procedure. The patient is stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.